Event description:
CABG case - surgeon doing radial artery harvest with bovie in bipolar mode. Pt was being paced in the 60-70 bpm range. Bovie made heart rate jump to around 120. This was verified by looking at pulse ox and arterial line waveform. Dr. Placed 2a on floor in attempt to improve grounding. This had no effect. Surgeon then switched bovie to monopolar mode which stopped the problem. Procedure then moved to under sternum when a heart rate higher than 2a pacing rate was again noted, even in monopolar mode. Transvenous pacing was initiated and tap was discontinued.